Event description:
It was reported that the pt experienced a surging sensation. The pt's stimulation would come on stronger, then get weaker and then stronger again. These symptoms started after the pt was electrocuted by a 220v air conditioner. Their pt programmer was damaged and the corner has melted. The pt has lost vision in their left eye. He has been to his physician for oral pain medications. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).